Manufacturer narrative:
The customers found that the tubing at check valve cv25 was loose. The customer trimmed and reattached the tubing, which repaired the leak. (B)(4).

Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer. The volume of the leak was about 20 ml and was contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Correction to describe event or problem: the leak was not contained within the instrument.

Event description:
The leak was not contained within the instrument.